Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix damaged/bent, therefore the helix could not be retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during implant, the right atrial (ra) lead would not advance past the superior vena cava (svc). A stiff guidewire was used for support, however the lead would not advance. The lead was removed and it was noted that the helix had partially deployed although it had not been exercised. The helix was notable to be extended or retracted after removing the lead from the body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.